Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported : ''during surgery drill bit broke and remained inside the patient, the surgeon tried to remove it and could not, so he decides to leave it in situ. The patient needs to be monitored because part of the drills remains inside.''

Manufacturer narrative:
Correction - please refer to d4 lot#, d9, the product was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Furthermore, reported lot number (kv52174) does not exist and no similar lot number could be found. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported : ''during surgery drill bit broke and remained inside the patient, the surgeon tried to remove it and could not, so he decides to leave it in situ. The patient needs to be monitored because part of the drills remains inside.''.